Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s device had stopped working about 6-8 months (patient initially reported as 6 months but later stated 8 months) after it was implanted. They stated that after implant, they had ¿amazing results¿ until one day the device just stopped ¿taking a charge¿. It was reviewed with the patient that this ins device type did not does not take a charge nor does the programmer. The patient indicated that they had changed the batteries in the programmer and ¿nothing happened¿. They did not have access to the programmer at the time of report. The patient appeared very confused and when asked for clarification they would not do so. The patient stated that their device most likely stopped charging because they had an issue with scar tissue over the ins site. They noted that there was a lump over the ins and they could not feel the ins anymore. The patient stated that the ¿limp¿ had been getting worse and worse ¿since the beginning¿ (they would not clarify). Further, they stated that they ¿didn¿t care¿ that the device had stopped ¿charging¿ because they regained symptom control bey themselves and just wanted the device removed since it ¿served no purpose anymore¿. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.